Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reports to have received excessive no delivery alarms and was able to clear alarm with complete infusion set change. Customer's blood glucose was 449 mg/dl, which customer attempted to treat with bolus delivery. Customer was not able to troubleshoot, but requested to have reservoir and infusion set returned for analysis. No further information provided.